Manufacturer narrative:
Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had sets that are not working properly as blood flows too fast before they can remove tourniquet. There was no report of medical intervention or serious injury.